Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia reload. Visual evaluation of the reload noted that it was partially fired and had a deformed anvil clamping mechanism. Functional evaluation noted that the reloaded tested as expected. Replication of the deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted proximal gastrectomy (lapg) procedure. The device was being used for the stomach resection with a powered handle. The knife advanced about one centimeter and then stopped. It did not progress any further. Staples did deploy. The reload was replaced with a new one and the device worked fine. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.